Manufacturer narrative:
Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted for infection. It was further reported vegetation was present on the right ventricular (rv) lead. No further patient complications have been reported as a result of this event.